Event description:
On or about (B)(6) 2007, patient underwent lumbar fusion 64-5, l5-s1 and lumbar laminectomy l2-3, l3-4 performed by medtronic consultant dr (B)(6) at (B)(6) hospital. Unless otherwise mentioned, devices were all manufactured by medtronic. The surgery utilized infused/mastergraft in combination with cd horizon (supplemental fixation) and capstone peek spacers filled with the rhbmp-2 component of the infuse/mastergraft combination product. Patient developed postop complications, including but not limited to worsening of pre-operative complaints of pain in legs, numbness and tingling. Approximately 19 months post-op, the patient's complaints progressively worsened, requiring revision surgery. CT imaging and observation during this operative procedure confirmed heterotopic ossification about pedicle screws of the cd horizon/legacy device which was impinging on surrounding musculature. The area was debrided and infuse/mastergraft was implanted into the area a second time. Patient's postoperative complaints over the next 3 plus years include, but are not limited to worsening of preoperative complaints, further weakness and gait problems. Most recent CT imaging reveals "severe narrowing of the left l4 and left l5 nerve foramina secondary to proliferative endplate osteophyte changes..." No applicable hde disclosure or irb regarding use of unfuse/mastergraft was provided to patient. No ide, irb or 510 (k) clearance for the capstone at time of implantation. Patient's current disposition: continued worsening of post-operative complaints, surgeons recommended course of treatment is additional revision spinal surgery for anterior and posterior failed lumbar fusion(s).